Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: the pump's black box indicated that the recorded voltages were steady. The pump's electrical current draws were within specifications. The pump was exercised for 24 hours with no issues duplicated.